Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the worn instrument return form that a knee instrument was returned and reported fractured. No patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10.   H6-component code- suggested code: mechanical (g04) - provisional bottom. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of a previous CAPA design update. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.